Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, though the surgeon able to press the green button and squeeze the handle of the device, however, it was unable to fire. The issue persists during transect of the lobar bronchus. They changed the device to a new one to resolve the issue and complete the case. There was no patient injury.